Manufacturer narrative:
The concomitant device (5400037000, sn (B)(4)) and the blade subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken in the handpiece concomitant device. The investigation results for the concomitant device observed that the components of the front housing including the recip shaft were worn and corroded which can cause the blade to break.

Event description:
It was reported by the customer, that during testing, a piece was found inside the tip of the handpiece saw. It was subsequently reported that during testing conducted at the manufacturer a broken piece of a blade was found inside the top of the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported by the customer, that during testing, a piece was found inside the tip of the handpiece saw. It was subsequently reported that during testing conducted at the manufacturer a broken piece of a blade was found inside the top of the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.